Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -5.5 diopter implantable collamer lens had tore during loading the lens into the injector. The lens was not implanted. This occurred on(B)(6)2022. It was additionally noted the surgery date for a replacement lens has not been determined. The problem was resolved. The cause of the event was reported as unknown.